Event description:
At the completion of the tee procedure a darkened area was noted on the top and bottom lips and along the tongue on the right side. It appears to be in the location of where the tee probe is passed and placed. The tongue is also swollen. The probe had been soaking in cleaning solution prior to the procedure for an extended period of time.